Manufacturer narrative:
Analysis of the 9735585 found an import failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that when attempting to export an archive, the export fails. This occurred because as cranial packaged the original digital intercommunication of medicine (dicom) to be included in the export, that original digital intercommunication of medicine (dicom) contained a private philips scanner, which navigation system does not support. The user was able to export the dataset from the navigation system via the network but no cd/dvd/usb. There was no patient present when the issue occurred.